Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found there were no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the tissue pad was partly peeled off, could not be identified. It can be inferred that the peeling of the tissue pad may have been caused by the following mechanism. We believe that the tissue pad was worn out and some parts of it came off because the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut). The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿not applicable¿ olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the front-actuated grip exhibited the tissue pad was partly peeled off. There were no reports of patient involvement.